Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Pre-implant of the devices, embolization of the right internal iliac artery was performed to treat an occlusion of the artery. The patient tolerated the procedure. On (B)(6) 2020, the bowel ischemia was observed. The physician is planning to perform a bowel resection and is creating a stoma. There is no reintervention scheduled for the patient at this time. The cause of the ischemia is unknown however, the physician stated its possible the scattering of thrombus during the embolization procedure; or manipulation of the guidewire or catheter may have contributed as the patient had a shaggy aorta.

Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pll161007j/20456899 UDI:(B)(4), pll161007j/20705620 UDI:(B)(4), plc141200j/20923410 UDI: (B)(4).